Manufacturer narrative:
Suspect product discarded.

Event description:
On (B)(6) 2021 a patient (pt) sent an email asking if it is safe to wear contacts beyond the expiration date. On (B)(6) 2021 the pt called to ask if contact lenses (cls) can be worn past the expiration date of nov2020. The pt was advised not to use the cls past the expiration date as sterility cant be confirmed. The pt reported using the acuvue¿ 2 brand cls past the expiration date and developed green pus in both eyes. The pt went to the primary care physician (pcp) as the pt feared an infection and was prescribed polymyxin b sulfate/trimethoprim ophthalmic solution. The pt was advised to use in whichever eye was affected, 1 drop every 6 hours. The pt used the prescribed drops in both eyes due to slight symptoms in both eyes, but reports the od was worse than the os. The pt also thinks there is some loss of vision in the od. The pt stated the od still doesn't feel right and can tell a difference in the vision when wearing eyeglasses. The pt advised it has been some time since the last eye exam and had an eye appointment scheduled with a new eye care provider (ecp) for friday ((B)(6) 2021), but the ecp rescheduled the appointment to (B)(6) 2021. The pt advised the pcp did not instruct the pt to return for a follow-up appointment and the pt returned to cls wear with a new pair of lenses (date not provided). The pt stopped wearing the cls right away because the eyes felt funny. The pt has not returned to the pcp for a follow-up. The pt accessed the patient portal during the phone call to get additional information from the pcp visit. The date of pcp visit was (B)(6) 2021 and the diagnosis was bacterial conjunctivitis ou. On (B)(6) 2021 a call was placed to the pts treating pcp and a representative verified the pts diagnosis of bacterial conjunctivitis ou and prescribed polymyxin b sulfate/trimethoprim eye drops, 1 drop to both eyes every 6hrs. The representative will send the medical report. On (B)(6) 2021 a call was placed to the pt who reported an emergency appointment with an eye care provider (ecp). The ecp advised the pt there is a problem with the retina and the pt was referred to a retinal specialist. The pt reported the appointment is scheduled for monday. The ecp didn't see anything else wrong with the eyes at the time of the visit. The pt reports no known trauma to the eye. On (B)(6) 2021 the pts medical report was received via fax. Date of visit: (B)(6) 2021. Primary diagnosis: bacterial conjunctivitis of both eyes. Reason for visit: infection. Chief complaint: eye infection. Hpi: pt reports "gunk" in the morning and throughout the day, in od then os. Physical exam: no ocular exam performed. Prescribed: trimethoprim-polymyxin b (polytrim) 10,000 unit - 1mg/ml drop - 1 drop into both eyes every 6 hours. Assessment and plan: bacterial conjunctivitis, both eyes; polytrim rx given. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002sp4 was produced under normal conditions. The suspect os cls was discarded by the pt. No additional evaluation can be completed. If any further relevant information is received, a supplemental report will be filed.